Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler encountered no other discrepancies. Device history review: post accelerated stress test: blank screen send to rework. Rework: replaced front panel due to a burnt transformer on the inverter board. Performed touch screen test. Cycler powered up fine. Post-accelerated stress test: passed

Event description:
Peritoneal dialysis nurse (rn) requested technical support after the patient completed treatment and reported that the screen was blank and pressing the buttons or touching the screen did not reveal the screen. After attempts to troubleshoot, the patient was advised to discontinue use of the cycler. A replacement cycler was arranged. Follow up with the patient indicates that the patient did not experience any complications and treatment was completed with continuous ambulatory peritoneal dialysis.